Manufacturer narrative:
D3. Manufacturer email: (B)(4).

Event description:
It was reported that the patient had been sedated using general anesthesia in preparation for the procedure. However, cooling errors 193 (cooling system error -chiller fan 1 fail), 198 (cooling system error-chiller general status fail) and 200 (cooling system error- chiller test fail) were received. The procedure was then cancelled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
D3. Manufacturer email: (B)(4).

Event description:
It was reported that the patient had been sedated using general anesthesia in preparation for the procedure. However, cooling errors 193 (cooling system error -chiller fan 1 fail), 198 (cooling system error-chiller general status fail) and 200 (cooling system error- chiller test fail) were received. The procedure was then cancelled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
D3. Manufacturer email: (B)(4). The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse confirmed errors 193, 198 and 200 occurred. It was found that the cooling fans were turning off when heat in the machine went up. The chiller was replaced. The console was then performing to specifications and was ready for use. It is probable that the reported event occurred due to damaged chiller.

Event description:
It was reported that the patient had been sedated using general anesthesia in preparation for the procedure. However, cooling errors 193 (cooling system error -chiller fan 1 fail), 198 (cooling system error-chiller general status fail) and 200 (cooling system error- chiller test fail) were received. The procedure was then cancelled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.